Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a lower extremity angiogram procedure. Reportedly, after clip deployment, the starclose se device could not be removed from the patient¿s groin. Trouble shooting with the access ports was completed to successfully remove the starclose se device. The clip of the starclose se device remained on the distal end of the device. Vessel damage occurred. Manual arterial compression was applied to treat the vessel damage and achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.